Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir compartment area was broken. Troubleshooting was performed for damage and noticed that the reservoir occasionally will work, it was way loose and will cause blood glucose to rise. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.